Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient alleged the cgm values were 30 ¿ 60 points different than his bg values. On (B)(6) 2023, the patient¿s cgm displayed 97 mg/dl but the receiver had not alerted for a value below 100 mg/dl (the low setting). His daughter confirmed the receiver had not alerted, gave the patient juice and while he was drinking the juice, he passed out, fell and dropped the juice. Emergency medical services was called and upon arrival, a bg was performed which was 32 mg/dl. The patient had regained consciousness and was able to ingest additional juice. Ems remained with the patient until he stabilized. The patient declined transportation to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.